Event description:
A report was received that the patient underwent a pocket revision due to ipg had migrated. The physician confirmed ipg migration because it could be felt through the patient's skin and believed that this was not device or procedure related. The patient's symptoms were discomfort at the pocket site and charging difficulty. The patient was reportedly doing well following the procedure.